Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator upgrade, the rv pace/sense connector could not be removed from the header. The set screw could not be loosened using multiple wrench sizes. The lead was capped and replaced. The device was also replaced. The patient condition is well.

Manufacturer narrative:
No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory. Silicone was noted inside each set screw hex cavity that prevented full insertion of the torque driver.